Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after device preparation and initially loading onto the balance middleweight (bmw) guide wire outside the anatomy, the 2.25 x 18 mm xience v stent delivery system (sds) was being advanced when the physician felt the shaft break. It was noted that the sds felt sticky over the guide wire [resistance]. The device was removed without issue. There was no reported adverse patient effect. There was no clinically significant delay and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Guide wire resistance could not be tested due to the condition of the returned devices. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.